Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, model/lot #, device manufacture date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent a lumbar fusion surgery at l5-s1 in which rhbmp-2/acs was used. It was reported that, following surgery the patient followed up with his physician. A CT-scan from (B)(6) 2010 showed that patient had developed bony overgrowth, as well as a non-union. Reportedly, the patient did not improve but continued to suffer additional, new, and/or worse pain, suffering, symptoms, and disability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.